Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The repair center conducted a visual inspection and functional inspection. The product did not meet the specifications. The reported issue was confirmed: no image due to cable malfunction. The failure of the camera cable indicates that the internal charged coupled device may be faulty. Therefore, it is assumed that normal communication was not possible, and this led to the event that the images (reported phenomenon) did not appear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use: [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy. [Warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Event description:
As reported, the camera head had no image. The malfunction occurred thirty minutes after the beginning of the cholecystectomy surgery. The issue was not resolved after debugging, which delayed the procedure for forty minutes and extended anesthesia time. The procedure was completed with a non-olympus device. There were no patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.